Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 20 false positive sars results on asymptomatic patients. Customer states the results were confirmed negative by rapid antigen, additional testing platform and physician physical assessment. Report 4 of 20.